Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: section a (patient information), b5, b6, b7, d9, h6 (health impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the reported failure was not confirmed a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during reprocessing. There was no patient involvement.

Event description:
It was reported that the subject device had air bubble coming from the light guide connector section. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.